Event description:
It was reported to boston scientific corporation that approx three weeks after the placement of a wallflex duodenal endoprosthesis on a pt, "free air was present in the pt's body" indicating a perforation and the pt died. Multiple attempts have been made to gather further information, the cause of death and autopsy results to no avail.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review can not be conducted as the lot number is unknown. Rolling 15 month complaint trend reports for all complaint failure modes were reviewed; no adverse trends were noted and no data points exceeded the trigger action limit.